Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, episodes of ventricular tachycardia (vt) due to post sensed t wave oversensing were noted on the ventricular channel of the implantable cardiovascular defibrillator(ICD). The patient received short burst of anti-tachycardia pacing(atp) in response to vt. No intervention was performed. The patient was stable.